Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 106 mg/dl. The customer stated that the reservoir alarmed no delivery while she was trying to prime the pump. The customer was unable to troubleshoot because she threw away the reservoir in a sharp container. The customer was advised to do a complete set change as soon as possible. The customer did not want to return the set and reservoir for analysis.